Event description:
The device was received for service. During service testing, depleted (damaged) batteries were found. No patient injury or medical intervention reported. No add'l contacts or info was provided.